Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a sensing integrity warning and exhibited oversensing, increased short interval counts (sic), high impedance, high thresholds and no capture. A lead fracture is suspected. The lead was reprogrammed and eventually extracted and replaced at a later date. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited rv pacing impedance spike, and oversensing noise on the far field egm. The lead noise was reproducible with patient arm movements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.